Event description:
The customer reported being in the emergency room due to high blood glucose of 420md/dl. The customer experienced muscle aches and nausea. Troubleshooting was performed. The customer stated that he changed the infusion set, but his glucose level continued elevating. The time, date, basal rates, and bolus wizard settings were correct. The drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. The customer called back and stated that he was in the hospital because the insulin pump was malfunctioning, and a replacement of the insulin pump was requested. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.